Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and ovarian cyst ("cysts on my ovaries"). The patient was treated with surgery (removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted as per pif). Concerning the injuries reported in this case, the following ones were reported via social media. Cyst. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Reporter information, patient date of birth, product stop date, removal details, action taken with drug, reporter causality comment added. Annex f updated. Event physical pain marked as serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and ovarian cyst ("cysts on my ovaries"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted as per pif). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of discomfort, paratubal cyst, cervicitis, parity 3, amenorrhea, abdominal pain, ovarian cyst, menses irregular with excessive bleeding, headache, thinking reduced, weight gain and rash. In (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and ovarian cyst ("cysts on my ovaries"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy left oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure administration. The reporter commented: date(s) of insertion: 01feb2011 (discrepancy noted as per pif). Line listing discrepancy noted in the essure dates, date of insertion: (B)(6) 2010 and date of removal (B)(6) 2017. Discrepancy noted: removal date: as per argus: (B)(6) 2017. As per mr: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: essure device is in place. There is filling of the endometrial canal. There is no flow down the fallopian tubes or into the peritoneal cavity. [Pathology test] on (B)(6) 2017: the right fallopian tube measures 4x 0.4 cm. The fimbriated end is present and appeats patent. The leit fallopian tube measures 7 x 0.4 cm. The fimbriated end is present and appears patent. [Ultrasound pelvis] on (B)(6) 2016: sonographic¿s impression: doppler done on left ovary to right ovary torsion due to cyst and pain. Simple left ovarian cyst 2.0 x 1.1 x 1.2 cm. Uterus wnl. [Ultrasound scan] on (B)(6) 2014: uterus is 8.8 x 4.6 x 5.3 cm. Right ovary is 2.6 x 2.1 x 1.8 cm with doppler flow. Left ovary is 2.7 x 1.8 x 1.6 cm with doppler flow. Bilateral ovaries are follicular. Cervix has a nabothian. Endometrium is 0.95 cm. Essure coils are seen. Impression: both ovarian are fallopian. Endometrium is 0.95 cm, lmp: (B)(6) 2014. Essure coils are seen [x-ray] on (B)(6) 2017: multiple views of the abdomen reveal no evidence of free air. Bowel gas pattern is unremarkable without evidence of obstruction or ileus. No abnormal pathologic calcifications are identified. No obvious soft tissue masses or large fluid collections are seen. E: sure coils noted in appropriate position. Impression: unremarkable x-rays of the abdomen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.